Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: none. Adverse event: acute thrombosis. Time of adverse event: after vessel closure. It was reported that a physician using the starclose se device achieved arteriotomy closure of the left femoral artery after a diagnostic procedure. Reportedly, after the procedure, the patient developed an acute ischemia of the left inferior limb. An angiogram revealed acute thrombosis in the left leg. Emergent revascularization was performed. The physician believed that it was possible the "localizer" (of the starclose se device), going through the vessel could have damaged the lumen of the vessel that led to an acute thrombosis in the left leg. There were no other reported adverse patient sequelae. No additional information was provided.